Event description:
An hcp reported a product quality complaint for adynovate 1 vial of (B)(4) units. She reported that the diluent would not vacuum into the vial and it was not able to be withdrawn manually, requesting a replacement. Available for return: unknown, dose (number): 3000, dose (unit): [[iu]], dose number / unit: 3000, dosage form: IV. (B)(6) 2023: takeda pqc intake team received follow-up information from the takeda med info team: hcp and institution accounts are already in mmi. Address updated to new address provided by hcp during our conversation. Updated address is where the refund/replacement medication should be sent. Adynovate vial replacement/refund request. Original int# (B)(4). (B)(4) was filed in original interaction. Follow up pqc will be filed in this interaction along with refund/replacement request. Medication came directly from takeda. "The diluent would not vacuum into the vial and it was not able to be withdrawn manually". Product name: adynovate.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. There were no nonconformities, failure, or deviations documented in the batch record during the manufacture of adynovate with baxject iii lot tbnz028ca which could have contributed to the reported problem. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.